Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The balloon was inflated four times at 10 atmospheres for 30 seconds each. During the fourth inflation at 10 atmospheres, the balloon ruptured. The device was removed without difficulty, and the procedure was completed with another balloon catheter. No patient complications were reported as a result of this event.